Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer connected the pump to a power source to charge however the pump remained unresponsive. There was no patient involvement, as the event occurred during setup of the pump and had not been used on the customer at the time of the event.